Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to reoccurring incontinence. The cuff was found eroded through the urethra. A new device was placed, and no other patient complications were reported.